Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using an unknown bd vacutainer® blood collection device, the needle of one device spins out of the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one video and one picture for investigation. Both the video and the picture confirmed the indicated failure of needle separates during use. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode: separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Should additional information become available the complaint will be reopened to determine the appropriate level of investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews collected data to identify any emerging trends.

Event description:
It was reported while using an unknown bd vacutainer® blood collection device, the needle of one device spins out of the holder. No adverse impact was reported regarding the patient or user.